Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hypoglycemia, with a lowest blood glucose of 60 mg/dl over a few hours after making a meal announcement and performing household activities; the user had changed supplies earlier the same day and asked whether to use glucose tablets and was advised to follow their healthcare provider¿s low glucose plan. Symptoms included low blood glucose without loss of consciousness, dizziness, or other acute effects. Outcomes included no professional medical intervention, no hospitalization, and resolution of the low with subsequent blood glucose of 157 mg/dl. Investigation included technical support review, troubleshooting, and user education. Investigation of this case revealed no device alerts or alarms and that the event was consistent with hypoglycemia of unclear cause. It was concluded that the device function was not confirmed to be at fault and that user education was provided with no further issues reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.